Event description:
My (B)(6) year old son is using a dexcom g6 cgm. Yesterday, it fell off of his stomach four days before it was supposed to be changed. We did not know we could report these. This is the 4th time it has happened. It is very frustrating as a parent to have this issue. FDA safety report ID# (B)(4).